Event description:
Trigger broken confirmed complaint: trigger lever broken off. Repair log (B)(4). Mini ultrafreeze 900077 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Trigger broken confirmed complaint: trigger lever broken off. Repair log 98660 mini ultrafreeze 900077 (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings (B)(4). Distribution history: this complaint unit was manufactured at csi on (B)(6). 2011 under wo #(B)(4). And shipped on (B)(6). 2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in (B)(6). Where no issue was found in 2016. In 2018 and 2019, roughly a year apart, the units' trigger assembly was damaged. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98660, this unit was at csi on (B)(6). 2022. Visual evaluation: visual examination of the complaint unit revealed physical damage to the trigger assembly. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: there is a pattern of broken triggers with this customer on this device. The complaint condition is attributed to end user handling error. *correction and/or corrective action the unit was evaluated, repaired, tested and returned to the customer. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.